Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of questionable elecsys hcg test system results on a cobas 6000 e 601 module. The initial hcg result was 0.987 miu/ml and the repeat result was 1159 miu/ml. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The hcg reagent lot number was 248675 with an expiration date 30-sep-2018. The field service engineer (fse) found the sample probe out of adjustment. The fse performed a probe height adjustment. The fse performed a mechanism check and the customer ran calibration and qc that were within specification. The investigation determined the service action solved the issue.